Manufacturer narrative:
E1: patient city: (B)(6). Patient country: poland.

Event description:
Reference number (B)(4). Event occurred in poland. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was in the tubing. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6010287, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6010287 was manufactured according to the work instruction (wi) version 82, packaged in the machine multivac 12, on 14/nov/2024, with a total of (B)(4) units. Assembly DHR review: the lot 4l01683 was manufactured according to the wi version 27, manufactured in the line assembly of quick set, on 14/nov/2024, with a total of (B)(4) units. The lot 4l01683 was manufactured according to the wi version 27, manufactured in the line assembly of quick set, on 14/nov/2024, with a total of (B)(4) units. Gluing tubing DHR review: the lot 4h03013 was manufactured according to the wi version 42, manufactured in the machine 04-08, on 12/nov/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.